Event description:
Records indicate the patient was diagnosed with aortic stenosis/insufficiency (12 year implant duration) and 5.6 cm ascending aortic aneurysm (aaa), and therefore underwent a redo avr and aaa repair. Patient tolerated the procedure well.

Event description:
It was reported via an edwards sales that a model 2800 29mm aortic valve was explanted after an implant duration of approximately 12 years. The reason for the explant was not provided. No additional information provided.

Manufacturer narrative:
Additional manufacturer narrative: records indicate the patient was diagnosed with aortic stenosis and insufficiency; however, the explanted device was not returned to edwards for evaluation. Therefore, without evaluation of the device, it is not possible to determine the failure type leading to the reported stenosis and regurgitation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The explanted device has not yet been returned for evaluation, and no additional information regarding the reason for explant and patient medical history was released. Follow ups are ongoing and updates will be provided once available.